Manufacturer narrative:
Product complaint # :(B)(4). H6 component code: g07002 - no device problem found investigation summary the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code vcp433h. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate the following additional information was received: received information as following from sales rep via phone today. After investigation, the patient was a 59-year-old male who underwent ent surgery in (B)(6) on (B)(6) 2024 (the specific patient's diagnosis and surgical name were unknown). The operator used vcp433h for tissue suturing (the specific suture tissue layers and suturing method were unknown). During the suturing, the pull off suture needle occurred two consecutive times. The operator immediately replaced a new absorbable suture (the specific product information was unknown) for suturing. The subsequent operation went smoothly. There was no harm to the patient as a result of this event except for extended surgery time (specific extension unknown). No subsequent adverse events were reported. After confirmation with the sales via phone on 21-oct-2024, the involved quantity and quantity to be returned should be 2ea.

Event description:
It was reported that a patient underwent an ent (ear, nose & throat) procedure on an unknown date and suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another one to complete the surgery no adverse patient consequences were reported. Additional information was requested.